Manufacturer narrative:
The oad was returned to csi for analysis. A driveshaft fracture was located at the proximal edge of the crown. Scanning electron microscope evaluation (sem) identified fatigue striations at the site of the driveshaft fracture. The crown weld location was examined and found to be within the manufacturing process parameters. The root cause of the driveshaft fracrure was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was being used for a staged percutaneous coronary intervention (pci) of a 99% stenosed, heavily calcified nodule in the mid right coronary artery (rca). A non-csi wire and catheter were advanced into the distal rca and wire exchange was performed with the viperwire advance guide wire. Twenty low-speed treatments were performed for a duration of 20 seconds with at least 20 seconds of rest time between treatments. The oad crown crossed the lesion on the third treatment. X-ray imaging was performed and revealed the catheter was separating from the nosecone when the oad crown slowly moved retrograde. A non-csi wire was placed alongside the viperwire, and the viperwire was slowly pulled back until radiopaque tip came into contact with the driveshaft. The driveshaft began to move proximally through the vessel. However, once the driveshaft reached the viperwire tip, it could not be advanced further. A guideliner was inserted over the viperwire to change the trajectory of the guide catheter and enable the driveshaft and viperwire. Once the trajectory was changed, the driveshaft and viperwire were removed together with the guideliner. The lesion was dilated with a series of balloons and a stent was placed to the mid rca. In the physician's opinion, the calcium led to the detachment. The patient was transferred to a telemetry unit for observation. The following day, the patient was stable and was discharged.